Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the crosslink eyebolt of the crosslink has been broken. One setscrew remained threaded into the crosslink arm and the other was not returned. Microscopic inspection of the eyebolt fracture revealed a fairly flat surface with slight circular material flow. It appears the nut of the crosslink was overtightened causing the eyebolt portion to break off while the threaded portion remained inside the nut. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fusion due to cervical degeneration and spondylosis. Intra-op, the crosslink broke. The crosslink was completely explanted after it broke, with no broken fragments of the product remaining in the patient. No patient complications were reported.